Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The lesion was pre dilated with a 2.50x12 mm balloon and the 2.75 x 48 mm xience xpedition stent was deployed at 10 atmospheres. The stent was post dilated with 2.75x12 mm nc balloon at 18 atm pressure. However, after post dilatation, an edge dissection occurred. Therefore, a 2.75x18 mm xience sierra was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use (IFU) as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.